Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. The threaded persuader was returned with the reduction insert broken across all but two of the 0.4mm holes. Two of the four flanges that contained the holes were bent inward, making the holes smaller. There was deep scratch approx 28mm along the shaft starting at the end of the reduction insert. The threaded reduction tube prongs had scratches indicating use. The supplier¿s certification indicated that the product was manufactured to specification and correlated to the reduction insert drawing. The material type and inner thread could not¿

Event description:
The plastic phalanges on the matrix threaded persuader were reported to be broken off. During the procedure, the surgeon removed the device from the patient and noticed that the phalanges seemed to be loose. All the broken pieces were retrieved and the procedure was completed.